Event description:
It was reported that the patient presented during generator changeout procedure. During procedure, it was noticed that the atrial lead fractured and was exhibiting failure to sense and high pacing impedance. The reported lead was capped and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 - the initial event description was inaccurate. The implantable cardioverter defibrillator was explanted due to patient discomfort.

Event description:
Related manufacture reference number: 2017865-2022-05361 it was reported that the patient experienced discomfort from the size of the implantable cardioverter defibrillator(ICD) and was scheduled for generator changeout procedure. During procedure, it was noticed that the atrial lead fractured and was causing failure to sense and high pacing impedance. The reported lead was capped and replaced on (B)(6) 2022 while the ICD was explanted and replaced on the same date. There were no patient consequences.